Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there were no failure detected. A pairing test was performed with a known good transmitter and passed. A review of the data log did not find any errors related to the customer complaint. The reported event of transmitter failed error was not confirmed. A probable cause could not be determined.